Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was performing a fenestrated endovascular aneurysm repair. The vessel was very tortuous. As he was positioning the stent the delivery catheter got kicked out of the vessel into the aorta. Because of the tortuosity of the vessel the physician was attempting to pull the stent back into the sheath. He thinks the stent got caught on the distal end of the sheath. The stent did not come off the balloon, but it did move slightly. The entire system was removed.